Event description:
The customer contacted baxter's service center regarding a leak in his transfer set. The home patient (hp) stated when he was going to connect to the patient line, a part of his transfer set came off and fell onto the floor. The hp stated that solution started to come out of his transfer set, so he picked the part of the transfer set that fell off of the floor and attached it back to his transfer set in order to stop the leak. The technical service representative advised the hp to go to the emergency room and inform his registered nurse of the incident. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse. She stated the transfer set had fallen apart at the connection between the catheter connector and the titanium adapter. She was not aware of anything that may have caused this separation, and no damage was noted. The transfer set had been replaced and discarded. There were no samples available. The patient was given preventative antibiotics, and there were no adverse effects reported in relation to this event. Therapy has been going well since then.

Manufacturer narrative:
(B)(4). Suspect device info and a 510(k) number will not be provided in the emdr because the product is unknown at this time. This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.